Event description:
Patient was revised to address some loosening of the tibial components at the cement/implant interface and a broken stem. Depuy cement was used at the time of original implantation. Some subsidence was also noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the product associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays and revision operative records were provided for review. Review of the supplied investigational inputs did not confirm the reported device loosening. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported device loosening with the information available. Based on the inability to find evidence of product error as a contributing factor or identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.